Manufacturer narrative:
Unit received with blank display, problem isolated to pcb1. Unable to verify failed battery test due to blank display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.